Event description:
Left patellar component removed for revision and replacement. The patellar component was worn, however, the metal was not sticking out through the polyethylene. There was some early burnishing of the femoral component.the patient requested that the hospital report the removal of this device through the medwatch program.